Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that shock impedance on this lead was out of range (>150 ohm). The lead will be revised during an upcoming and planed ICD replacement.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 16th of september 2024 and 13th of may 2025 recorded a stable pacing impedance of 750 ohms. Furthermore, a slightly gradually increasing shock impedance from initially 75 ohms to 95 ohms was recorded, with two sudden rises to 150 ohms in the end of the recordings. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.